Event description:
Report from the USA stating that the device was getting hot. It is known that the device was being used during surgery. There were no injuries; however it is unknown if medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).